Event description:
This male pt had two cypher stents implanted in his mid rca in 2006, following an acute mi. He was prescribed plavix for 3 months. In 2007, he developed stent thrombosis leading to mi.

Manufacturer narrative:
As reported in a legal file, this male pt had two cypher stents implanted in his mid rca following an acute mi. He was prescribed plavix for 3 months. Approximately 8 months later, he developed late stent thrombosis leading to mi. Attempts to obtain additional info were unsuccessful. The stent could not be returned for eval; it remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting. With such limited info, it is not possible to determine what factors may have contributed in this event.